Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware that a loss of connection occurred. Data was provided for evaluation. The reported loss of connection was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and it passed. Functional testing was performed and the test passed. Previously, data was provided for evaluation. The reported event loss of connection was confirmed via data. The root cause was determined to be no communication.